Manufacturer narrative:
H10: e2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use the subject device had a loose connection at the cable causing interference on the screen. The customer provided the procedure was a diagnostic colonoscopy procedure and was completed using a similar device. There was no patient harm reported by the customer.

Manufacturer narrative:
Updated fields: d8, h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use the subject device had a loose connection at the cable causing interference on the screen. The customer provided the procedure was a diagnostic colonoscopy procedure and was completed using a similar device. There was no patient harm reported by the customer.